Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was in the 400 mg/dl range. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump and manual injections. Customer advised they were under a lot of stress, they had an infection and dental work done which have resulted in high blood glucose levels. Customer declined to further troubleshoot. The insulin pump will not be returned for analysis.